Manufacturer narrative:
The biomedical engineer found the battery was damaged. The fse confirmed the battery issue. The battery was replaced, and the device returned to full operation. Based on the information available and the testing conducted, the cause of the reported problem was the battery. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device has a battery issue. There was no patient involvement.